Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element ous mr 2.5 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified a hypotube kink 58mm from distal end of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found a cut/ tear in extrusion approximately 15mm distal to the proximal end of the port weld site. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. An attempt was made to inflate the balloon to rated burst pressure using an encore hand held inflation device however this was not possible due to the damage to the extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2018. It was reported that balloon leak occurred. The 90% stenosed, 20x2.5mm target lesion was located in the mildy tortuous and mildy calcified left anterior descending artery. A 2.50x20mm promus element ¿ drug-eluting stent was selected for use. However, a leakage was noted on the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion leak.